Event description:
It was reported that the patient has just undergone a surgery. The device was interrogated and post paced t-wave oversensing was observed. Lead repositioning was suggested. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.